Manufacturer narrative:
Based on the received information from the field, in-situ measurement could not be performed, reportedly due to the software showing no coupling to the implant. Further, pictures taken at explantation show a possible bone growth over the cochlear implant receiver/stimulator. Hence, bone re-growth on the reference electrode might have contributed to the lack of coupling whilst implanted. However, it was not possible to elucidate the status of the device during investigation, due to the mechanically completely damaged condition in which the device was received. These damages were likely caused during removal surgery. Therefore, the root cause for the reported problems could not be determined during device investigation and remains unknown. This is a final report.

Event description:
The user has no hearing sensation on the right side with the device. No trauma or swelling on the implant site has been reported. The patient has been re-implanted on (B)(6) 2018.

Manufacturer narrative:
According to the received information from the field, a telemetry measurement could not be performed, reportedly due to the software showing poor coupling. However, no recent in situ measurement was received and the available testing does not show any poor coupling measurement. Although pictures taken at explantation show a possible bone growth over the cochlear implant receiver/stimulator, this finding could not be confirmed by any available in situ testing. Therefore, a device investigation would be necessary in order to confirm the reported problem and, if applicable, to determine its root cause. The device was explanted but has not been received for investigational purposes yet.

Event description:
The user has no hearing sensation on the right side with the device. No trauma or swelling on the implant site has been reported. The patient has been re-implanted on (B)(6), 2018.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no hearing sensation on the right side with the device.